Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation. Visual inspection, functional tests and pressure tests were performed. The sample was found to be within specification limits and functioned normally. The reported issue could not be confirmed. The root cause could not be determined.

Event description:
It was reported that the septum of a one-link needle free intravenous connector collapsed. A cadd prizm pump was programmed to infuse vancomycin at a rate of 187 ml/hr every 12 hours with a keep vein open rate of 1 ml/hr in between the intermittent infusions. The infusions were given intermittently over an unknown amount or time. The malfunction was identified during the scheduled change of the one-link connector. There was patient involvement; however there was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A batch review cannot be performed since there was no lot number provided. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.